Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that, on (B)(6) 2014, the patient reported increased pain. On the same date, fluoroscopy revealed that the catheter had migrated from c7 to t3. The healthcare provider (hcp) attributed the increased pain to disease progression and not the minor catheter migration. On the same date, reprogramming was done. As of (B)(6) 2014, the event outcome was unresolved with no further actions planned. The device system was used to deliver dilaudid, compounded baclofen, bupivacaine and clonidine.